Manufacturer narrative:
Continuation of d10: product ID hh90t01, serial# (B)(6), product type mobile platform; product ID tm90t0, serial# unknown, product type accessory; product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain. It was reported that the patient¿s personal therapy manager handset kept shutting down at 90% while blousing. It had been hard to connect with app, but they could usually connect after trying a while. The last couple days it has got worse and after pressing bolus, the screen would say about 90% and then "crash". The patient had lost about 50 pounds since implant and the patient was not sure if that could be related to connecting with the app. The patient had closed the app, restarted, and has also had rebooted the handset but this has not resolved the issue. No patient symptom or patient harm was reported. No further patient complications have been reported as a result of this event. A replacement handset was requested.